Manufacturer narrative:
PMA/510(k)#:p100022 and s001. The ziv6-35-125-7.0-120-ptx stent of lot number c777752 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. From the patient¿s pre-existing conditions and the thrombosis questionnaire provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as hypertension, diabetes, poor run off, total lesion occlusion, advanced age (80) and a history of tobacco use. Based on the above, it is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta and thrombolysis were performed and the patient¿s condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: three ptx stents as below were placed in right sfa of a male patient. Ziv6-35-125-6.0-120-ptx lot#:c778925, ziv6-35-125-6.0-120-ptx lot#:c778925, ziv6-35-125-7.0-120-ptx lot#:c777752. Date: unknown: thrombotic occlusion was confirmed in the stented lesion. On (B)(6) 2015: rest pain was observed on the patient. On (B)(6) 2015: angiography and ultrasound imaging confirmed the thrombotic occlusion in the stented lesion. Date: unknown: pta and thrombectomy were performed against the thrombotic occlusion. As three devices are suspected to be involved in this event a separate report will be submitted for each suspect device. This report relates to one ziv6-35-125-7.0-120-ptx device. Reference also related reports 3001845648-2015-00288 and 3001845648-2015-00290.

Manufacturer narrative:
PMA/510(k)#:p100022 and s001. The ziv6-35-125-7.0-120-ptx stent of lot number c777752 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: the occlusion extended from the proximal sfa to 3cm distal the stents in the proximal popliteal artery. The occlusion was treated with balloon angioplasty and suction embolectomy. The runoff was protected with a filter wire. Embolectomy revealed a severe pa stenosis at the occlusion¿s distal end. At implantation this segment was narrowed to 2.3mm. This stenosis was improved to 2.5mm with angioplasty. The stent segment occlusion was predominately thrombus. Angioplasty revealed mild diffuse neointimal hyperplasia and likely one focal area of mild to moderate stenosis, 25 to 50%, from neointimal hyperplasia at the superior end of the mid sfa stent. This was eliminated with angioplasty. Distally the pa was narrowed to 2.5mm at the knee joint. Imaging of calf runoff was not provided. Impression: stent patency was challenged by severe untreated outflow limitation and moderate inflow limitation. The stent thrombosed proximal to thrombotic occlusion of a severe pa stenosis. This stenosis had progressed from moderate at implantation. The stents contained limited neointimal hyperplasia that was likely not a factor in the thrombosis. No stent fracture was present.¿ the customer complaint can be confirmed as imaging revealed stent thrombosis. According to the imaging review, stent patency was challenged by severe untreated outflow limitation and moderate inflow limitation. The stent segment occlusion was primarily thrombus. The stents thrombosed proximal to thrombotic occlusion of a severe pa stenosis, which had progressed from moderate at implantation. From the patient¿s pre-existing conditions and the thrombosis questionnaire provided with this complaint, it is known that the patient had potential risk factors for thrombosis such as hypertension, diabetes, poor run off, total lesion occlusion, advanced age ((B)(6)) and a history of tobacco use. Based on the above, it is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. It may be noted that arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta and thrombolysis were performed and the patient¿s condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to the receipt and review of images relating to this event. Initial event description submitted as follows: on (B)(6) 2012 three ptx stents as below were placed in right sfa of a male patient. Ziv6-35-125-6.0-120-ptx lot#:c778925, ziv6-35-125-6.0-120-ptx lot#:c778925, ziv6-35-125-7.0-120-ptx lot#:c777752. Date:unknown thrombotic occlusion was confirmed in the stented lesion. On (B)(6) 2015 rest pain was observed on the patient. On (B)(6) 2015 angiography and ultrasound imaging confirmed the thrombotic occlusion in the stented lesion. Date:unknown pta and thrombectomy were performed against the thrombotic occlusion. As three devices are suspected to be involved in this event a separate report will be submitted for each suspect device. This report relates to one ziv6-35-125-7.0-120-ptx device. Reference also related reports 3001845648-2015-00288 and 3001845648-2015-00290.